Event description:
It was reported that the user performed a full reset of the ilet system after acknowledging habitual misuse of meal announcements as correction entries and then reconnected the dexcom g6, replaced the insulin cartridge, and placed a new infusion set with support from an agent, with no alarms or incidents during the process. Symptoms included elevated glucose with a peak of 220 mg/dl. Outcomes included no hospitalization, no emergency treatment, and resolution after education and proper setup. Investigation included remote troubleshooting and user education. Investigation of this case revealed user technique and use error related to meal announcements, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error.